Manufacturer narrative:
The field service rep was unable to determine a cause. He checked vacuum pump, diaphragms, tubing coming from vacuum pump and vacuum vessels. Precision, calibration and controls were run to verify analyzer performance.

Event description:
User called to report the instrument issued a low pressure in vacuum tank alarm, and he received two pt samples with discrepant results for multiple assays. The following pt example was determined to be erroneous: sample 1: initial ast gave 9; repeat gave 13 u per l. Initial alt gave 6; repeat gave 17 u per l. Initial results were not reported.